Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was serviced at the customer site. The event log was reviewed and confirmed the occurrence of multiple mid09 error messages. Based on the evaluation, the root cause of the mid09 (air trap assembly) error message is due to a defective suk airtrap sensor block. After replacement of this part, the mid09 error message was resolved. As part of routine service, the console was examined and found no other issue. The console was further tested and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
It was reported that the thermogard console (sn (B)(4)) displayed a mid09 (air trap assembly) error message during system startup. No patient was involved with this event.